Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call no delivery alarm. Customer's blood glucose level was 100 mg/dl. Troubleshooting for no delivery was performed. Customer received two no delivery alarms in one day. Customer was able to resolve the issue with an infusion set change. Customer performed the high pressure test and passed. Customer received the no delivery alarm during a bolus attempt. Customer advised during troubleshooting that a dual bolus was not delivered but every normal bolus was delivered without a problem. Customer advised the insulin pump delivered a bolus automatically without settings. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. Several square wave, manual, and dual wave bolus were programmed and delivered and no unexpected alarms noted during bolus deliveries. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.